Manufacturer narrative:
This is the third revision surgery underwent by the patient. The patient had a primary on (B)(6) 2014 and the first revision on (B)(6) 2016. During this revision the head was revised ((B)(4)). After the revision, the patient came in due to signs of infection. A 2-steps revision was performed ((B)(4)). On (B)(6) 2016 the surgeon took all components out and revised with a temporary stem, head, and liner. He used antibiotic cement to help clear the infection. The temporary implants would have been revised in approximately 3 months when infection subsides. In the meanwhile, the patient tested (B)(6). On (B)(6) 2016 the patient went in for the second part of the revision. The surgeon removed all the temporary pieces and implanted new ones. Additional information received on 25 july 2016 and includes: the pathogen is not available. Batch reviews performed on 27 july 2016. (B)(4). On 28 july 2016 it was prepared a final report with the information submitted in this initial report. On the same date the report was sent to the initial reporter and the case was closed.

Event description:
The patient came in due to an infection. The surgeon washed out the hip and swap the head and liner. The surgeon has given the patient long term antibiotics. The surgery was completed successfully. X-rays are not available. Explants are not available.